Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an esophageal biopsy procedure performed on (B)(6) 2009. According to the complainant, during the procedure while attempting to obtain the third tissue specimen, a sound was heard. The device was removed and when the handle was actuated, only one of the jaws would move. The physician indicated that one of the pull wires had broken and the jaw would not close. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unk at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed. (B)(4).